Event description:
It was reported that several days post implant there was an alert for high impedance on the right ventricular (rv) lead. Threshold testing showed that there was no capture at maximum output in bipolar. There was also oversensing. On fluoroscopy it was found that the lead was not inserted fully into the device header. The lead was reinserted and the impedance and threshold were good. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum ventricular pace impedance rises from an approximate baseline of 500 ohm to greater than 4000 ohms on (B)(6) 2013.